Event description:
It was reported a patient experienced a break in aseptic technique, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and was treated with vancogen (injection 1 gram, frequency unknown). On an unreported date, the patient started training on pd. The patient recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.